Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed a cut/cuts in the outer insulation 22.3-cm from terminal end. The observed damage is not deemed to indicate product defect or malfunction but likely occurred during normal use of the product.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead was an attempted implant due to insulation damage. Upon initial psa testing the impedance was 1500 with low sensing amplitudes. The physician decided to reposition this lead but the lead values were unstable so the physician tested multiple times. Upon retested the impedance jumped to 1700. An insulation break was noted and a new ra lead was replaced. No adverse patient effects were reported.